Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and passed. The device was charged but when re-booted it was stuck on re-initializing screen. The data log could not be retrieved and functional testing could not be performed. The customer complaint could not be confirmed because it could not be determined if a loss of connection occurred. The root cause could not be determined.